Event description:
It was reported that patient underwent a right bunionectomy on (B)(6) 2015. During the procedure, the tip of the driver bent while removing screws. Extra screw drivers were used, however the surgeon could not achieve good fixation with the screws.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "correct selection of the implant is extremely important." Number 4 states, "correct handling of implants is extremely important." The following sections could not be completed with the limited information provided. Expiration date and lot number - unknown. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02948 / 02949).